Manufacturer narrative:
Device passed the displacement test, self test and a21 alarm test. No unexpected a21 and a17 alarm anomalies noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call the insulin pump had unexpected restart. Customer's blood glucose value was unknown at the time of the incident. Troubleshooting was performed. Customer stated that they were able to clear the alarm as well as able to rewind the insulin pump. The customer stated that the alarm happened after replace a battery. The device will be returned for analysis.